Event description:
I flow received a report stating, flow rate too fast. The pump infused in 18 hours instead of 24 hours. Fill volume 240ml. Medication, tazocilline. Flow rate 10ml/hour. No adverse event. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
Sample eval: received one empty and used pump and 4 new pumps in sealed packages for eval and investigation. No visual discrepancies were noted. The used pump was refilled with normal saline solution to the reported fill volume of 240 ml. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump flowed within spec.